Event description:
It was reported the patient was taken to the hospital by ambulance, due to cardiac arrest. It was determined the device had reached eol (battery depletion) and there was no output. The patient then developed vf but therapy was not delivered, due to the battery depletion. The vf was terminated after three minutes, using external defibrillation. The patient was unconscious, and died four days later. The device had been evaluated five months previously and the battery voltage indicated it was near end of life. However, the device was not replaced at that time, and a follow-up was scheduled for six months later. It was reported that grommet damage was noted at explant.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: the device had reached normal battery depletion. Additional information reported the cause of death was cardiopulmonary arrest due to encephalocele (hernia of the brain that is either congenital or due to trauma). It was also reported the patient did not have a head injury. A physician said the cause of the incident was the inappropriate interval of the ICD follow-up. Other: it was reported the patient was taken to the hospital by ambulance, due to cardiac arrest. It was determined the device had reached eol (battery depletion) and there was no output. The patient then developed vf but therapy was not delivered due to the battery depletion. The vf was terminated after three minutes, using external defibrillation. The patient was unconscious, and died four days later. The device had been evaluated five months previously and the battery voltage indicated it was near end of life. However, the device was not replaced at that time, and a follow-up was scheduled for six months later. It was reported that grommet damage was noted at explant. Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: end of life - expected. Battery. No conclusion can be drawn. Capture, failure to, output, none pace, failure to, device, incorrect care/use of, low battery. Failure to fire.